Event description:
A report was received from the affiliate indicating that during a coronary intervention, the device failed to reach the calcified target lesion. Initial inspection of the received product revealed that the device is separated at 28 cm from proximal end. Additional information from the affiliate confirmed that device breakage occurred during the procedure.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.